Event description:
Hospital implemented planned power outage on 9/2/92 for three (3) hours. One hour after power outage one pump(pca) which was on battery lost all settings including the 4-hour lockout. Pharmacy manager received report of incident on 9/8/92. Biomedical could not examine device until that time. By that time all devices in rotation and could not identify the one device that failed. Bio-med called technician services at abbott on 9/10/92 and was told four (4) hour lockout should never fail. All devices (pca) are being returned to abbott labs for replacementdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, none or unknown. The device was not destroyed/disposed of.